Event description:
Pt complained that her pip orthopedic implant was protruding from her finger, and had to be removed a week after surgery. She was searching for a surgeon to "reinsert the half that was taken out."

Manufacturer narrative:
The initial contact from the pt was done via email with a request for a surgeon in her area. She wanted to have a component that was removed inserted back into her finger. Her implant is made up of two separate components and it is unclear what was removed (either one or both). A second MDR is being submitted (1651501-2009-023) to cover both components. A review of mfg records did not indicate any deficiencies that may have led to this event. If additional info is obtained, we will re-evaluate this event.